Event description:
Donor screening software: healthcare ID/donor ID, version 2.7 www.healthcare-ID. Com/index.htm. It was discovered during configuration review for an upgrade of the donor ID software to version 3.0 that the "asa" acetylsalicylic acid flag was not being applied by the system to the donor record and phlebotomy label in certain conditions. The conditions are: answering "yes" to question indicating the ingestion of the platelet-inhibiting drugs plavix, clopidogrel, ticlid, and ticlopidine, if the drugs were taken more than 2 days prior to donation - current range in use 3-14 days-, and the donation type is whole blood. The error is correctable by the software vendor in version 3.0. In donor ID version 2.7, the flag for asa is hardcoded as a 2 day duration and is not configurable. The asa flag serves as a production indictor for random platelets derived from whole blood donations. A biological product deviation report has been submitted to the center for biologics eval and research.